Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. There were no system related errors and the robot powered on as expected when the fse was onsite.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was told that all the rooms were booked, and the system was not available for repair. Fse observed the patient side cart (psc) in the hallway on arrival. The fse powered on psc and no faults occurred. The rest of the system was not available. Fse tested movement on all arms and advised the robotics coordinator to back in if faults occur again. The fse also explained that the rest of the system needed to be available if a repair was needed.

Event description:
It was reported that during da vinci-assisted appendectomy surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report universal surgical manipulator (usm) 2 froze. Site moved the instrument to another usm to proceed with case. The procedure was completed with no reported injury.